Manufacturer narrative:
The (B)(4) agent for the product in regards to FDA reporting is fresenius kabi, llc located in (B)(4). The as104 device was used according to labeled indications and in the appropriate environment. The as104 device (B)(4) was evaluated. Device was found to be within specifications. The tpe disposable (p/n 9400451, lot #zgt053) has been returned to the manufacturer for investigation. All investigation results will be included in an amendment to this MDR report.

Event description:
Undergoing her 7th tpe treatment, a pt with ttp stated she "felt funny" halfway through the tpe treatment and then coded. The apheresis rn immediately called for the hospital code team who took over the pt care. The code team determined a heart block. A temporary external pacemaker was placed. During the first half of tpe treatment, the pt's vital signs were monitored every 15-30 minutes. Systolic blood pressure was stable throughout tpe treatment in the 130s, pulse was in the 90s at the beginning of tpe treatment and increased to 105 before incident.